Event description:
It was reported that during an anterior resection with starr technique procedure, malformed staples on the posterior side. Some unclosed staples were seen in the operating field. The procedure was completed by hand-suturing. There was no pt consequence.